Event description:
The complaint received states that during the procedure, the prowler select plus (606-s255fx / 16016324) had resistance / friction during advancement. The procedure was coil embolisation of left internal iliac artery prior to endovascular abdominal aortic aneurysm repair. Characteristics of the level were mildly calcified and moderately tortuous. The patient was a male of 82 years old. Dob and weight unknown. During the procedure, when the physician was navigating a prowler select plus (606-s255fx/16016324, complaint product) over an unspecified guidewire which was delivered through an unspecified guiding catheter to the desired position, it was noted that he had difficulty delivering the microcatheter due to resistance. Although the physician firstly flushed into the microcatheter with saline, the situation did not improve. The report did not indicate when and where exactly it occurred. According to the physician, although he attempted to deliver the microcatheter to the target lesion many times, the hydrophilic coating of the prowler select plus seemed to be peeled easily. Therefore the prowler select plus was safely removed from the patient and was replaced for a new one (606-s255fx, lot unknown), which was delivered to the target lesion without any resistance. The procedure was continued using the same guidewire and guiding catheter. Afterwards, the procedure was successfully completed without any further issues.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Cont from event description: the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available. There was no patient injury/complications reported. The complaint received states that during the procedure, the prowler select plus (606-s255fx / 16016324) had resistance / friction during advancement. The procedure was coil embolisation of left internal iliac artery prior to endovascular abdominal aortic aneurysm repair. Characteristics of the level were mildly calcified and moderately tortuous. The patient was a male of 82 years old. Dob and weight unknown. During the procedure, when the physician was navigating a prowler select plus (606-s255fx/16016324, complaint product) over an unspecified guidewire which was delivered through an unspecified guiding catheter to the desired position, it was noted that he had difficulty delivering the microcatheter due to resistance. Although the physician firstly flushed into the microcatheter with saline, the situation did not improve. The report did not indicate when and where exactly it occurred. According to the physician, although he attempted to deliver the microcatheter to the target lesion many times, the hydrophilic coating of the prowler select plus seemed to be peeled easily. Therefore the prowler select plus was safely removed from the patient and was replaced for a new one (606-s255fx, lot unknown), which was delivered to the target lesion without any resistance. The procedure was continued using the same guidewire and guiding catheter. Afterwards, the procedure was successfully completed without any further issues. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available. There was no patient injury/complications reported. Review of DHR for lot 16016324 concluded the following: 9 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. All defects were reviewed against (B)(4), and no issues were noted that were considered potentially related to the reported complaint. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.